Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor: sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 04/2010 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A pt service rep (psr) contacted zoll to report that a (B)(6) male pt was inappropriately treated. Rapid atrial fibrillation contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt was conscious during the treatment event. The pt refused to wear the device after the inappropriate treatment. The pt reported falling after being treated and was in a great deal of pain.